Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and parts were replaced. The table top emitter was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The cable has a cut in the sheathing and shielding is exposed, though no bare conductors were exposed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the flat panel emitter that was brand new and only used twice had a crack in the cord. It is still functioning correctly. No patient was present at the time of the event.